Manufacturer narrative:
Unit passed self-test and displacement test. Unit programmed with correct time and date. Unit monitored for 3 hours with basal rate and alarmed radio frequency failed self-test due to faulty radio frequency board. Unit received with minor scratched lcd window. No cracks at lcd window display noted.(B)(4).

Event description:
It was reported that display screen was cracked. It was also reported that insulin pump received radio frequency failed self-test. Insulin pump would be replaced.